Event description:
It was reported that customer was changing the set and the insulin pump continually pushing insulin and alarmed compromised force sensor system. Customer's blood glucose was 17.0 mmol/l. Customer treated with insulin pump. Troubleshooting was done. Customer stated that there was a crack around the support and was unsure whether the drive support bap was protruded or loose. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unable to verify the compromised force sensor system alarm due to a cracked end cap. Unable to perform the basic occlusion and prime tests due to the cracked end cap. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.